Manufacturer narrative:
Patient medications: aspirin, benazepril, cholecalciferol, lisinopril, and fish oil. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient was implanted with a gore® conformable tag® thoracic endoprosthesis to treat a thoracic aorta aneurysm. It was reported that a distal type I endoleak was identified by CT and the aneurysm sac had enlarged (amount is unknown). The physician chose to reintervene on (B)(6) 2014.

Manufacturer narrative:
Correction: the conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation.